Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a error alarm. The console was replaced to address the issue. No patient harm reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. The console and data logs were returned. Device analysis confirmed controller error observed during procedure was associated with a loss of placement signal. Controller error observed during procedure was associated with a loss of placement signal. This is a known pattern failure caused by breakdown of communication with optical bench. Abiomed is aware of the issue and is working on appropriate corrective action. This is a low probability event and no repairs are needed as the condition resolves after power-cycle. If needed, monitor patient hemodynamics and impella position with imaging. However, this malfunction also resulted in inability to shut down the console, and the issue had been resolved on site by disconnecting ac power and disengaging batteries, which, in turn, caused corruption of files and/or cf card. The root cause of the transient loss of opm-related signals could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.